Event description:
It was reported that during the routine device explant procedure, the device stopped pacing when the device was lifted from the patient's pocket. The doctor confirmed the device was still connected to the leads. The device was replaced. No patient complications were reported as a result of this event.

Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of an "intermittent stop and channel select keys on the pumphead module keypad on channel c". The event occurred during product evaluation. According to the customer, there is not an adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 28 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.